Event description:
It was reported that this right atrial (ra) lead exhibited a sudden increase to high out-of-range pace impedance measurements greater than 3,000 ohms and noise. Threshold measurements were approximately 1.9 v @ 0.4 ms, and ra output was increased to 4 v @ 0.4 ms. Additionally, this crt-d stored a signal artifact monitor (sam) event that contained respiratory rate trend (rrt) oversensing. Ra led fracture was suspected. Technical services (ts) discussed troubleshooting options and programming considerations. This ra lead remains in service; however, lead revision was scheduled. No adverse patient effects or interventions were reported at this time.

Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited a sudden increase to high out-of-range pace impedance measurements greater than 3,000 ohms and noise. Threshold measurements were approximately 1.9 v @ 0.4 ms, and ra output was increased to 4 v @ 0.4 ms. Additionally, this crt-d stored a signal artifact monitor (sam) event that contained respiratory rate trend (rrt) oversensing. Ra lead fracture was suspected. Technical services (ts) discussed troubleshooting options and programming considerations. This ra lead remains in service, however lead revision was scheduled. No adverse patient effects or interventions were reported at this time. Additional information received reported that there was no pacing inhibition observed. The patient was seen for follow-up, and lead extraction was scheduled for april. It was unclear whether x-rays were taken to confirm ra lead fracture. This ra lead remains in service. No adverse patient effects or interventions were reported at this time. Additional information received reported that this crt-d and ra lead were explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right atrial (ra) lead exhibited a sudden increase to high out-of-range pace impedance measurements greater than 3,000 ohms and noise. Threshold measurements were approximately 1.9 v @ 0.4 ms, and ra output was increased to 4 v @ 0.4 ms. Additionally, this crt-d stored a signal artifact monitor (sam) event that contained respiratory rate trend (rrt) oversensing. Ra lead fracture was suspected. Technical services (ts) discussed troubleshooting options and programming considerations. This ra lead remains in service, however lead revision was scheduled. No adverse patient effects or interventions were reported at this time. Additional information received reported that there was no pacing inhibition observed. The patient was seen for follow-up, and lead extraction was scheduled for april. It was unclear whether x-rays were taken to confirm ra lead fracture. This ra lead remains in service. No adverse patient effects or interventions were reported at this time.